Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 533 mg/dl. The customer changed their complete set and site and had not treated by the time of call. No troubleshoot occurred, and no products were returned or replaced.